Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and microscopic examination found no issues with the profile of the tip. The crimped stent of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. No issues were noted with the profile of the shaft polymer extrusion. The hypotube was broken 174mm distal to the strain relief. There was evidence of material resistance at the both of the break sites. A visual and tactile examination found that the hypotube was kinked adjacent to both break sites and at various other positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. There was no indication that this damage occurred during the procedure. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 19-oct-2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right artery. The 85% stenosed, 24x3.00mm, concentric target lesion containing a lesion bend of between >45 and 90< degrees was located in the severely tortuous and mildly calcified left anterior descending artery. Predilation was performed with a 2.5x12mm maverick balloon catheter. Following predilation, residual was 80%. A 3.00x24mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion. The lesion was pre-dilated again and the same stent was advanced but it still did not cross. A3.00x12mm promus element ¿ stent was then selected but failed to cross the lesion. The procedure was completed with a 3x15mm and 3x12mm non bsc stents. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.